Event description:
Procedure type: lap chole. According to the reporter: the very tip of the shears broke off during the procedure. The jaw fell into the surgical cavity and was retrieved. The incision was not extended. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).